Event description:
It was reported that occlusion alarms occurred. Reportedly, the occlusion alarms were cleared and insulin delivery was resumed. Customer¿s blood glucose level 144 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.